Event description:
The reporter stated the surgeon inserted a silicone plate toric lens and the patient's zonules were too weak to support the lens. The lens was removed without any patient incident.

Manufacturer narrative:
No complaint against the lens - evaluation: visual inspection of the returned product showed that a piece of haptic plate was torn off and missing and there was a clear surgical residue on the lens.